Manufacturer narrative:
Philips has investigated this complaint. The customer reported to the remote service engineer (rse) that all monitors displayed a black screen upon pressing the power button, and the absence of bios self-test information on the data monitor. The philips field service engineer (fse) went onsite and confirmed the reported problem. During troubleshooting, it was identified that the application was defective. The philips engineer restored the ghost image, reconfigured the dicom settings and epx, reinstalled the xper module tsm-b software, and created a new backup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.